Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device damage. A visual inspection noted burnt and char marks on the white actuator block (teflon) of the device. The device was inspected under a microscope and noted corrosion and dried fluid stains at the base of the handle and lock body. Based on the investigation findings, the cause of the reported event could not be conclusively determined; however, user handling could not be ruled out as a contributory factor to the reported event. It is possible that fluid made contact with the device during use contributing to the spark. In addition, if the electrode and high frequency cable are not fully connected when the generator is activated, spark can also occur. The instruction manual for use provides several warning and caution statements in an effort to prevent device damage and patient injury. ¿failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects. Prior to each use, examine any electrode and its insulation for damage; do not use if damaged. If more than one electrode is used during the procedure, the cable must be replaced at the same time. Never operate the generator (pressing the footswitch) while the electrode is not properly inserted in the distal cable connector. Reusing the previous cable when installing a new electrode can result in electrical shorting or misidentification of the electrode by the generator. Neuromuscular stimulation of tissue may occur.¿

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the patient¿s leg jumped when the physician was performing a bipolar resection. It was also reported that a spark and puff of smoke occurred causing a burn on the electrode. A new hand piece was used to complete the case. There was no patient injury reported.